Event description:
As reported by our affiliate in germany and through an article, 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intutity valve: midterm outcomes', increased mean gradients occurred at 30 days following transfemoral (tf) and transapical (ta) tavr procedures. Between (B)(6) 2014 and (B)(6) 2017, 122 patients received an edwards sapien 3 valve by the ta approach. Between (B)(6) 2014 and (B)(6) 2018, 77 patients received an edwards sapien 3 valve by the tf approach. Mean gradients >20mmhg were observed in 4 patients 30-days following the tf tavr and ta tavr procedures. Information regarding the reason for the increased gradients and actions taken was not provided.

Manufacturer narrative:
Corrected information: section b5. Additional information: section h10. This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06003, related manufacturer report no: 2015691-2021-06005, related manufacturer report no: 2015691-2021-06008, related manufacturer report no: 2015691-2021-06009.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intutity valve: midterm outcomes', vascular complications occurred following transfemoral (tf) and transapical (ta) tavr procedures. Between february 2014 and june 2017, 122 patients received an edwards sapien 3 valve by the ta approach. Between may 2014 and april 2018, 77 patients received an edwards sapien 3 valve by the tf approach. Mean gradients 20mmhg were observed in 4 patients 30-days following the tf tavr and ta tavr procedures. Information regarding the reason for the increased gradients and actions taken was not provided.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, based on the limited information available, the root cause of the increased gradient 30 days post valve implant could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided may have contributed to reported 20mmhg mean gradient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference for article: (B)(6). Transcatheter aortic valve replacement using the sapien 3 valve versus surgical aortic valve replacement using the rapid deployment intuity valve: midterm outcomes. J card surg. (B)(6) 2021; 36(2): 610-617. Doi: 10.1111/jocs.15275. Epub (B)(6) 2021. Pmid: (B)(4) . This is one of five manufacturer reports being submitted for this case.